Manufacturer narrative:
Update 03/23/2016 11:23 am (B)(4):the device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was not observed. A visual inspection determined that there was no evidence of silicone insulation peeling, heater wire detatchment or jaw broke/bent. Based on the returned condition of the device the reported complaint was not confirmed for ¿broken jaw¿.

Event description:
Update 02/24/2016 03:55 pm (B)(4). ****************************************************************************************** update 2/23/2016 03:16 pm (B)(4): what was reported to me was that the cautery tip broke off from jaw of instrument after picking up device, I did not notice any broken tip or jaw. Neither did I notice any coatings or wire on the jaws were loose or had delaminated. The issue was noticed before the case so the device was never in the patient. There were no patient effects reported. **************************************************************************************** first of three complaints. Only information I have is the hospital, account number and surgical product coord name and phone number. Have left (B)(6) and contacted her rep in (B)(6). Update acct mgr 19nov2015 - this issue happened with one of two operators, (B)(6). I have paged and left messages for both but neither have returned my calls. What information I have comes from the inventory person. This device, unfortunately, was discarded but I have packaging to return. First of three complaints. Only information I have is the hospital, account number and surgical product coord name and phone number. Have left (B)(6) and contacted her rep (B)(6).

Manufacturer narrative:
On 03/21/2016 04:51 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4)

Event description:
On 02/24/2016 03:55 pm (gmt-5:00) added by (B)(6): on 02/23/2016 03:16 pm (gmt-5:00) added by (B)(6): what was reported to me was that the "cautery tip broke off from jaw of instrument" after picking up device, I did not notice any broken tip or jaw. Neither did I notice any coatings or wire on the jaws were loose or had delaminated. The issue was noticed before the case so the device was never in the patient. There were no patient effects reported. First of three complaints. Only information I have is the hospital, account number and surgical product coord name and phone number. Have left (B)(6) vm and contacted her rep in (B)(6), (B)(6). Update acct mgr 19nov2015 - this issue happened with one of two operators, (B)(6). I have paged and left messages for both but neither have returned my calls. What information I have comes from the inventory person. This device, unfortunately, was discarded but I have packaging to return. First of three complaints. Only information I have is the hospital, account number and surgical product coord name and phone number. Have left (B)(6) a vm and contacted her rep in (B)(6), (g)(6).